Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that the c4614s cusa excel 36khz curved extended standard tip was not correctly orientated to the handpiece. The curve of the tip should be in line with the button. The device was in contact with patient. There was no patient injury. The event led to an increase in surgery time of 30 minutes

Manufacturer narrative:
The product was evaluated and it was found that the tip bent orientation was not correct. Threaded timing fixture was used to simulate the bending process, after threaded the tip to the fixture, product was not bent in correct orientation. Device history record review revealed no anomaly was reported to indicate product failure due to packaging process of the fg lot. The failure mode reported was confirmed. The UDI number for catalog c4614s is (B)(4).

Manufacturer narrative:
The product was not returned for evaluation. No anomaly was reported to indicate product failure due to packaging process of this fg lot. No test is performed that can detect the ¿tip with wrong orientation¿ condition since that requires product assembly not performed in (B)(6). The fg lot # 2974351 met all product requirements as specified in the manufacturing (packaging) shop order and related procedures. The complaint is unconfirmed. Root cause analysis can not be performed at this time. The UDI number for catalog c4614s is (B)(4).

Event description:
N/a.